Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was leaking from an undefined location. The customer's blood glucose level was 400 mg/dl. Reportedly the customer loaded a new cartridge to resolve the issue.